Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was that filter designator fl9 on the analog pcb assembly had excess leakage current the drains the hybrid layer capacitor (hlc) batteries. Physio observed that the device would charge and shock when prompted. The customer was provided with a replacement device. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number (B)(4)).

Event description:
The customer contacted physio-control to report that their device did not display an ok symbol in the readiness indicator. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that process residue was present on the analog pcb assembly. This condition will cause the hybrid layer capacitors to drain causing a possible loss of device power. As a result, defibrillation may not be possible, if it were necessary.